Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after the puncture site was sealed, following cerebral angiography. The device was withdrawn, and manual compression was applied instead. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until bleed back slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, and the indicator window did not show red during retraction. Upon removal, the indicator wire loop was deployed with no anomalies noted. No damage to the device or packaging was found prior to opening. A retrograde approach was used. The patient¿s bmi was not greater than 40. There were no visible signs of device or package damage prior to use. A non-cordis 5f femoral sheath was used. The device was stored and prepared per the instructions for use (IFU). Femoral artery suitability was verified by angiography, including appropriate insertion angle, and vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no nearby stent, no stenosis greater than 50%, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after the puncture site was sealed, following cerebral angiography. The device was withdrawn, and manual compression was applied instead. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until bleed back slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, and the indicator window did not show red during retraction. Upon removal, the indicator wire loop was deployed with no anomalies noted. No damage to the device or packaging was found prior to opening. A retrograde approach was used. The patient¿s bmi was not greater than 40. There were no visible signs of device or package damage prior to use. A non-cordis 5f femoral sheath was used. The device was stored and prepared per the instructions for use (IFU). Femoral artery suitability was verified by angiography, including appropriate insertion angle, and vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no nearby stent, no stenosis greater than 50%, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.